Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent transplant due to right heart failure which required extracorporeal membrane oxygenation (ECMO). The pump operated as expected.

Event description:
It was additionally reported that right heart failure existed prior to left ventricular assist device (lvad) implant. The device did not cause or contribute to right heart failure. The patient experienced swelling.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with (B)(6) reported or identified through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.